Manufacturer narrative:
Additional information h3, h6 and h10. H10: the actual device was not available; however, three (3) photographs of the sample were provided for evaluation. A visual inspection of the photographs did not show visual evidence of the reported issue; the twist clamp was fully engaged in the locking position. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a gap present after closing the twist clamp of a peritoneal dialysis (pd) transfer set. This issue was further described as, ¿they noticed one of patients transfer set has a small space even after closing it with a click sound¿. This event was discovered during use of the device for pd therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.